Event description:
The device was being used to transport a pt to the cath lab for a scheduled procedure. Reportedly, the device spontaneously shut off and the operator was unable to restore power. The facility reported there were no adverse affects to the patient resulting from the use.

Manufacturer narrative:
Medtronic examined the device and the physio-control ac power adapter to which it had been connected. Root cause was determined to be a physically damaged physio-control ac power adapter interconnect cable. This discrepant cable resulted in failure of the device power pcb assembly.